Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in good condition. Visual inspection revealed that the enclosure was cracked by the drain fitting. This was causing leaks. Both covers were cracked and the line cord was worn. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature fixture, and turned on the power switch. The customer reported product problem (leaking water) was confirmed during testing. The product problem occurred because of the crack by the drain fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product problem resulted from damage to the device that was caused by the user. This was established as the root cause. The investigator replaced the enclosure to correct the reported primary problem. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking water. No patient injury or complications were reported in relation to this event.